Manufacturer narrative:
The hill-rom tech found the ride side center arm physically broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the ride side center arm to resolve the issue, based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail was not latching. The bed was located at the account in the basement. There was no pt/user injury reported. (B)(4).